Event description:
In 2005, the physician attempted to seal a five (5) millimeter(mm) perforation in the proximal left circumflex sustained from a "post rotational atherectomy" using a graftmaster stent graft. It was reported that the device was "unable to advance into the left circumflex." The vessel was noted to be a "high grade take off and heavily calcified." Post-graftmaster attempt, a percutaneous transluminal coronary angioplasty balloon catheter was attempted but the device was unable to advance into the left circumflex. Reportedly, there was "inability to control the bleeding" and the pt expired in the cath lab. It was reported that the pt was not a surgical candidate.